Event description:
It was reported that the customer experienced high blood glucose levels (300 mg/dl). Upon further examination, the customer discovered that the infusion set cannula was not fully inserted into their body and the luer lock was not properly tightened causing insulin to leak out at the connection.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.